Event description:
The customer reported the subject device was displaying an e216 error code (scope communication error). The reported issue occurred during cleaning and disinfection of the device after a procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating peeling off of the insertion section was caused by external factors such as physical stress, chemical stress, storage environment, etc. However, a definitive root cause could not be determined. The instructions for use (IFU) of the device provides the following information regarding inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The IFU provides the following warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The reprocessing manual provides the following warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. The reprocessing manual provides the following caution regarding proper storage and disposal of the device: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. In addition, the reported issue (e216 error code) was confirmed. The image was flickering and the screen went black during angulation in the up direction, which was suspected to be caused by a faulty charge-coupled device (ccd) cable. Service found the insertion section was slightly scratched, and the contact pins of the scope connector were slightly corroded. Per the legal manufacturer, these other device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.